Manufacturer narrative:
(B)(4). Date sent: 3/24/2020. D4: batch #t94f15. Investigation summary: the instrument was received with the black coating of the blade damaged and the tissue pad attached to the clamp arm, not detached as reported by the customer. In addition, the tissue pad was returned damaged, melted and 100% present. The device was connected to a test hand piece and tested on a gen11. The device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active, without tissue between the blade and tissue pad, to avoid damage to the tissue pad. Occasionally, damage to the blade coating occurs when the blade is exposed to metal contact and/or high heat/prolonged activation without tissue present in the distal section of the jaws and the jaws closed. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result include ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the following additional information and the device: is the white tissue pad completely missing from the clamp arm of the device? Did any piece of the device fall inside the patient? If yes, what efforts were made to retrieve the piece? Did the patient experience any adverse consequences due to this issue? To date, no additional information was received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the white tissue pad came off at some point in the operation. Patient consequence was not reported. No additional information is available at this time.